Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when flushing the precise pro rx (7x40), it was noted that the tip of the release sheath was damaged, and part of the stent had been released. There was no reported patient injury. The product was not clinically used and will be returned for analysis.

Event description:
As reported, when flushing the precise pro rx (7x40), it was noted that the tip of the release sheath was damaged, and part of the stent had been released. There was no reported patient injury. The product was not clinically used and will be returned for analysis. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. There were no visible signs of package damage prior to opening. Excessive force was not applied to the device during withdrawal from package. The catheter tip was fractured. The device was replaced with other precise to complete the procedure.

Manufacturer narrative:
One non-sterile precise pro rx 7x40 stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received partially locked/ closed. Per visual analysis, the stent of the unit was received 0.4 cm pre-deployed, the brite tip was ripped/ torn, the body shaft of unit was observed kinked at several distances, and the hypo tube rod was observed bent as received. No other anomalies found. See pictures. Review of lot 17621933 revealed that no units were rejected during the manufacturing process. No nonconformance records were issued for this lot. No excursions were found for lot 17621933. Precure,5f om assy subassembly review for lot 17621346 was performed and it was found that 8 defective units were rejected during the assembly of this lot. All defects were reviewed against process fmea (B)(4) and no issues were noted that may be related to the reported complaint. The phr review confirmed that all the rejected units were properly segregated and discarded. No nonconformance or process excursions were found for lot 17621346. Precure,5f om assy subassembly review for lot 17622017 was performed and it was found that 8 defective units were rejected during the assembly of this lot. All defects were reviewed against process fmea (B)(4) and no issues were noted that may be related to the reported complaint. The phr review confirmed that all the rejected units were properly segregated and discarded. No nonconformance or process excursions were found for lot 17622017. Precure,5f support member subassembly review for lot 17621349 was performed and no units were rejected during the assembly of this lot. No other incidents were noted that could be potentially related to the complaint reported. No nonconformance or process excursions records were found for lot 17621349 the phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Per dimensional analysis, usable length of unit was measured against drawing (B)(4) and found within specification. Per (B)(4) deployment test was successfully performed despite the damage condition of the unit as received. The valve of the stent delivery system was unlocked / opened. The stent was completely deployed. Neither difficulty nor anomaly (resistance, friction, or incomplete stent deployment) was experienced during the deployment procedure. The complaint reported by the customer as ¿catheter tip-damaged - during prep¿ and the complaint reported by the customer as ¿stent delivery system (sds)-ses-deployment difficulty - premature deployment¿ were confirmed due to the torn brite tip and to the stent 0.4 cm already pre-deployed condition of the unit as received. However, the cause of the brite tip torn and the stent pre- deployment condition of the unit could not be conclusively determined during the analysis. Per the observed damage condition of the unit as received, it could be suggested that procedural factors and/ or handling process may have contributed to the bent, damage and kinked condition of the brite tip, the shaft, and the hypotube as received. However, the functional analysis was able to be successfully performed despite the damage condition of the unit as received. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Complaint conclusion: prior to use, when flushing the precise pro rx (7x40) stent delivery system, it was noted that the tip of the release sheath was damaged, part of the stent had been released and the catheter tip was fractured. There was no reported patient injury. The product was not clinically used. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the instructions for use (IFU). There were no visible signs of damage to the package prior to opening. Excessive force was not applied to the device during withdrawal from package. The device was replaced with another precise to complete the procedure. No other information was provided. The device was returned for analysis. One non-sterile precise pro rx (7x40) stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. Per visual analysis, the valve of the device was received partially locked/closed, the stent was received 0.4 cm pre-deployed, the brite tip was ripped/torn, the body shaft of device was noted to be kinked at several distances, and the hypo tube rod was bent as received. Per dimensional analysis, the usable length of device was found within specification. A deployment test was successfully performed despite the damaged condition of the device as received. The valve of the stent delivery system was unlocked/opened. The stent was completely deployed. Neither difficulty nor anomaly (resistance, friction, or incomplete stent deployment) was experienced during the deployment procedure. A product history record (phr) review of lot 17621933 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿catheter tip-fractured - during prep¿, "catheter tip-frayed/split/torn", and ¿stent delivery system (sds)-ses-deployment difficulty - premature deployment¿ were confirmed due to the torn brite tip, the device being kinked at several locations, and to the stent 0.4 cm already pre-deployed condition of the device as received. The exact cause of the kink/bent, the brite tip torn and the stent pre- deployment condition of the device could not be conclusively determined during the analysis. Functional analysis was able to be successfully performed despite the damaged condition of the device as received. Storage and handling factors may have contributed to the reported events. Per the instructions for use, which is not intended as a mitigation, ¿precise® pro rx nitinol stent system is shipped with the tuohy borst valve in the open position. Care should be taken not to pre-deploy the stent. The device should be prepped in the tray. After prep, extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit.